Manufacturer narrative:
Other relevant device(s) are: product ID: 9660651, serial/lot #: (B)(4), UDI#: (B)(4). Analysis: axiem emitter failure product ID: 9733856 , s/n: (B)(4). Analysis: axiem emitter failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was an issue with the external axiem box. When the box was connected to the navigation system it gave a ¿system error¿ message. They tried the same box on multiple navigation systems with different cables and had the same result. There was no patient present at the time of the event.